Event description:
The following has been reported: intermittent black screen when unit is powered on. A preliminary review of the logs indicated the following: led failure (primary red). The device was returned for investigation. During investigation, the device was reverted to manufacturing mode and the set ID was tested and failed. Fresh log files were pulled to confirm the set ID failure. Internal inspection found that the lever arm retaining plate is cracked. No additional damage found. Reporting as a conservative measure due to the set ID failure during investigation. No adverse effects were reported.